Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked display window corners, cracked reservoir tube lip. The pump was received with no button response due to moisture damage on keypad traces. The pump was unable to perform the displacement test due to keypad anomaly. No moisture damage was found on electronic assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and moisture damage on the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer ate to treat the low readings. The customer stated that she was in hawaii and was by the pool and saw water dripping from her pump screen. The customer stated that there was a crack in the pump casement which moisture might have gotten in the pump. The customer stated that the upper right corner of the screen of the pump is cracked. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.